Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected on bus. The customer tried to recover the storage and rebooted the station, but still the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified no lights on the controllers, used a muti meter to identify a faulty drawer controller in drawer 3.1, then replaced the drawer controller and the module controller for both drawers. The fse verified proper operation through diagnostics and confirmed that the customer successfully tested the drawers in the application. Preventive maintenance was completed, and all drawers were verified to be functioning correctly with no further issues. The system functioned as intended after the field service engineer repaired the device.